Event description:
It was reported by the affiliate that in regard to a procedure for removal of liver cancer one instrument locked out and the other device fired crooked clips. It is stated by the affiliate that this has happened before at this hospital and the affiliate does not know what to do. There was no pt consequence.